Manufacturer narrative:
Date sent to the FDA: 3/16/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2020 during which the surgeon noted dense adhesions between the bowel and the umbilicus where prior measurement was placed. The bowel was quite knotted from the adhesions and this appeared to be the point of obstruction. Eventually, he was able to remove the mesh from the fascia, however, it was densely adherent to the bowel. Seeing as though the bowel was densely adherent to the mesh, he felt a small bowel resection was the best option. It was reported that the patient experienced severe pain, nausea, constipation, inflammation, and loss of appetite. No additional information was provided.